Event description:
It was reported that during a total knee procedure, the blade broke at the mount. It was further reported that the piece did not fall into the surgical site. No serious injury was reported.

Manufacturer narrative:
Invalid lot number provided by hospital. Device not returned for evaluation.